Event description:
It was reported that soon after a stent was placed in the pt's right internal carotid artery, the pt experienced a cerebral infarct on the ipsilateral side, confirmed by MRI. The vessel was described as having no calcification or vessel tortuosity with a stenosis of 83%. Medications were administered and the pt is reported to be improving; however, the pt still exhibits some residuals. According to the physician, debris may have embolized distally leading to the stroke. He does not implicate the precise stent in the pt's stroke.

Manufacturer narrative:
Per facility report: cordis corp reported no product is expected to be returned to the facility for evaluation; however, a copy of the investigation request including lot traceability was provided. Without the return of the actual device in question for evaluation, the facility is unable to determine the exact cause for this incident. The facility did review the device history records relative to the manufacturing, inspecting and packaging of lot 02996232, which corresponds to cordis lot number 70408505. The history records indicate this product was final inspection tested at the facility, and was determined to be acceptable. Ischemic stroke is a known potential risk associated with implanting a stent and filter device manipulation in a carotid artery. The act of post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. There is no evidence to suggest that the event is related to the design or manufacturing process of the device.